Event description:
It was reported that the customer fell on the insulin pump and now the buttons were not working. The customer's blood glucose was 214 mg/dl. The insulin pump had alarmed button error. The caller stated that there was damage on the keypad area and there was a line going through the buttons. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker and a scratched keypad overlay.